Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803- 2012-04336 and 3005099803- 2012-04337 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip (mr # 3005099803- 2012-04336) failed to release from the delivery catheter during the deployment cycle. A second resolution clip device (mr # 3005099803- 2012-04337) was used, but the same issue occurred; the clip failed to separate during deployment. The procedure was successfully completed using a third resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure. Attempts to obtain additional information regarding additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803- 2012-04336 and 3005099803- 2012-04337 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip (mr # 3005099803- 2012-04336) failed to release from the delivery catheter during the deployment cycle. A second resolution clip device (mr # 3005099803- 2012-04337) was used, but the same issue occurred; the clip failed to separate during deployment. The procedure was successfully completed using a third resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure. Attempts to obtain additional information regarding additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. The reported event of clip failed to separate from catheter.

Manufacturer narrative:
A visual examination found that the device returned fully deployed and with the control wire separated per design. However, the clip assembly and oversheath were not returned for analysis. The reported event of clip failed to release from the delivery catheter was not able to be confirmed. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-04336 and 3005099803- 2012-04337 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip (mr # 3005099803-2012-04336) failed to release from the delivery catheter during the deployment cycle. A second resolution clip device (mr # 3005099803-2012-04337) was used, but the same issue occurred; the clip failed to separate during deployment. The procedure was successfully completed using a third resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure. Attempts to obtain additional information regarding additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.